Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an arteriovenous fistula near the elbow, with mild calcification. The armada 35 was advanced to the lesion but couldn't keep pressure at rated burst pressure and the balloon was noted to be ruptured. The procedure was successfully completed with another device. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.